Manufacturer narrative:
A ge rep evaluated the system and repaired a recessed pin in the interconnect cable connector and replaced software and calibration files. System operates as intended.

Event description:
The customer reported the system displayed a "corrupted files" error message. No pt injury was reported.